Event description:
Reportedly, when operating, on the fourth firing with 30-2.0, the staple would malform and the bleeding occurred. Changed to an open procedure. Reinforced the fragment with hand sewing. Procedure: lobectomy.